Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a fogging issue with the 0 degree endoscope. The procedure was completed with no reported injury. Per subsequent follow-up, the customer confirmed a spare endoscope was used to proceed with the case. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of a fogging issue. The endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to optical components. The root cause is attributed to mishandling/misuse. The endoscope was found to have mechanical damage to the proximal illumination fibers. Fragments of adhesive of the distal window are missing. The root cause is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the si endoscope product via system logs cannot be performed because si endoscope product details are not captured in the system log. No image or video was provided for review. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Manufacturer narrative:
Corrections can be found in the following field: a3: patient gender. Additional information can be found in the following fields: a2, a3, a4, g3, g6, h2, h10. Intuitive surgical, inc. (Isi) has received additional information from the customer regarding the reported event: the customer confirmed that the missing fragments from the endoscope occurred outside of the surgical procedure. There was no report of fragments falling from the device while used within a patient. The patient did not experience any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.